Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. The patient reported that since he's had second implant, he was not sure if it's ever worked stating stimulation didn't seem to help any. He also mentioned he felt a bad burning in groin/ uncomfortable stim. The patient stated he had "waterworks" (return in symptoms). He stated he's never felt that and didn't know how to control it and stated he used the patient programmer to turn stimulation off and that "instantly went away". Additional information was received. Patient stated that they had not have any problems beside leakage and that all of a sudden they got a bad pain in the groin and a new type of pain on the end of the penis. Patient further stated that after about a week, they turned off the device and all the feeling stopped